Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. Explant date: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -07.50/+3.5/072 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2021. The lens had a good vault but had rotated so was explanted and an mfiol was implanted. This lens was the replacement lens for MFR. Report # 2023826-2021-01756.